Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic, pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as leiomyoma nos, cervicitis and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgical essure removal (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral) on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain . Date(s) of removal: (B)(6) 2018 (as per pif). Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, reporter causality comment added. Patient date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporters information updated. Event: injury were updated to chronic, pelvic pain , abdominal pain ,general abnormal bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.